Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to the adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.